Manufacturer narrative:
The reported events of cardiac perforation, failure to capture, and ¿diminished r-wave¿ were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Final analysis found the helix was able to extend and retract by applying torque directly to the connector pin and there was no indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room due to discomfort due to a cardiac perforation. Device interrogation revealed loss of capture and r wave amplitude variation on the right ventricular (rv) lead. With the use computed tomography the cardiac perforation was confirmed. The physician elected to explant and replace the rv lead. The patient was in stable condition.